Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. If explanted; give date: n/a (not applicable). Lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2019 while inserting a model za9003 intraocular lens (iol) the lens did not discharge out of the cartridge during the initial procedure. An incision enlargement was required, and a second lens, same model/diopter was implanted. Customer indicated that product is not available for return. On (B)(6) 2019 a pars plana vitrectomy was required. The lens remains implanted, and no further complications have been reported. No additional information was provided. This report captures the event associated with the second lens. A separate report is being submitted to capture the event associated with the cartridge.